Event description:
It was reported to medtronic minimed that the customer passed away on an unknown date of death. Cause of death was unknown cause of death. The customer experienced hypoglycemia treated with other. The customer reported a blood glucose value of 50 mg/dl. Troubleshooting was not performed. It was not known if the patient was wearing the pump at the time of passing. The last known product(s) for this customer are as follows mmt-386, mmt-1884, mmt-332a. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No product return was required for mmt-386. No product return was required for mmt-1884. No product return was required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section a4 - patient weight has been changed from 0 to 163 pounds. 2. Section b2 - unchecked box for "death". 3. Section b5 - updated summary. 4. Section d10 - updated concomitant products . 5. Section h1 - type of reportable event changed from death to serious injury. 6. Section h6 - removed health effect - impact code 1802. 7. Section h6 - added health effect - impact code 4613 for health effect - clinical codes 1905. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on additional information received, the customer is not deceased. The customer also experienced hyperglycemia which was treated with insulin pump (subcutaneous insulin infusion). Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer received a change sensor alert. Customer is unable to run transmitter test and/or test passed. Customer was advised to try another sensor. The event involved products are mmt-1884, mmt-386, mmt-332a and mmt-7040ma. No product return was required for mmt-386. No product return was required for mmt-1884. No product return was required for mmt-332a. No product return was required for mmt-7040ma.